Event description:
Problem: equipment does not hold load turning off after removal of equipment source.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the equipment does not hold load turning off after removal of equipment source was unconfirmed. The scanner showed no issues, it just had a dead battery. The root cause of the reported failure was identified as a complete discharge of the equipment's internal battery, after fully charging the lithium battery, the equipment worked perfectly by staying on without being connected to the mains for an acceptable time (greater than 4 hours).

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Problem: equipment does not hold load turning off after removal of equipment source.